Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On 03/22/2025, it was reported that the patient experienced inaccurate cgm values. During the night the patient though he was experiencing hypoglycemia, he was shaky, crap and sick. The patient experienced pre-syncope (nearly passed out) and blurry vision. The bg reading was 32mmol/l and the cgm 2.8 mmol/l readings taken by patient before ambulance was called. An ambulance was called and the patient was taken to the hospital. There the patient was treated with insulin and intravenous medication. They took the values and the bg reading was 11.8 mmol/l and 15mmol/l; reading taken by hospital after patient was treated. The patient had been discharged within 24 hours. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced pre-syncope (nearly passed out) and blurry vision. The bg reading was 32.0 mmol/l and the cgm 2.8 mmol/l readings taken by patient before ambulance was called. An ambulance was called and the patient was taken to the hospital. There the patient was treated with insulin and intravenous medication. They took the values and the bg reading was 11.8 mmol/l and 15mmol/l; reading taken by hospital after patient was treated. The patient had been discharged within 24 hours. The cgm was reading 3.1 mmol/l and the blood glucose reading was 33.3 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.